Event description:
Information received with return of the explanted device notes no output and no telemetry. At three previous follow- ups, the device was found in back-up mode and was reprogram- med to ddd. Prior to incision, spikes were noted on the monitor. Interrogration found the device was in back-up mode again. The physician elected to replace the pulse generator and the patient's condition was noted as "recover- ing".